Event description:
It was reported that the pcu displayed a general operating system failure (error code 800.8000) and shutdown unexpectedly. A patient was receiving an unspecified infusion when the clinician attempted to administer a bolus from the pca module. The pump began alarming and indicated a "system error". The clinician pressed the "system" button and the pcu shutdown. The clinician was unable to restore the infusion and retrieved a new pump to restarted the infusion. There was patient involvement but no harm was indicated.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation and d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that the pcu displayed a general operating system failure (error code 800.8000) and shutdown unexpectedly. A patient was receiving an unspecified infusion when the clinician attempted to administer a bolus from the pca module. The pump began alarming and indicated a "system error". The clinician pressed the "system" button and the pcu shutdown. The clinician was unable to restore the infusion and retrieved a new pump to restarted the infusion. There was patient involvement but no harm was indicated.